Event description:
It was reported that during the expandable plate broke into two pieces while expanding.

Event description:
It was reported that during the expandable plate broke into two pieces while expanding.

Manufacturer narrative:
Method: mechanical evaluation. Results: the returned part was able to be reassembled and expanded and contracted as per design. The surgical there was no issue found with the returned device. Conclusion: the returned escalate expandable plate was not confirmed to have fractured. Manufacturing files were reviewed and no issues were found. The reported event resulted in a 3 minute delay in surgery.